Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-dec-2023. The most recent information was received on 20-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("when attempting to insert the implants, the gynaecologist managed to insert a single implant" on (B)(6) 2010). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced migraine ("very debilitating migraines / increasingly frequent migraines"), fatigue ("chronic fatigue"), dry eye ("dry eyes"), rhinitis ("multiple rhinitis"), cognitive disorder ("cognitive slowdown"), varicose vein ("varicose veins"), constipation ("constipation "), tinnitus ("tinnitus"), frostbite ("frostbites"), anosmia ("loss of smell"), deafness ("hearing loss") and tendon pain ("achilles tendon pain"). In (B)(6) 2011 she experienced pregnancy with contraceptive device ("one year after the insertion, I was pregnant"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the migraine, fatigue, dry eye, rhinitis, cognitive disorder, varicose vein, constipation, tinnitus, frostbite, anosmia, deafness and tendon pain had not resolved. The outcome of medical device removal was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2011 and the estimated date of delivery was on (B)(6) 2012. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to migraine, fatigue, dry eye, rhinitis, cognitive disorder, varicose vein, constipation, tinnitus, frostbite, anosmia, deafness, tendon pain, pregnancy with contraceptive device or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Hysterosalpingogram] on (B)(6) 2020: on the plain abdominal radiography (asp), a single implant is highlighted, lateralised to the right. Opacification of the uterine cavity, of usual morphology, with perfectly regular margins, without endoluminal abnormality. The implant is well located in the right fallopian tube with no contrast passage highlighted. Complete occlusion of the left tubal structure starting from the uterine horn. No evacuation anomaly. Absence of delayed intraperitoneal passage. Overall: complete obliteration of both fallopian tubes, with the presence of an implant lateralised to the right [ultrasound scan] on (B)(6) 2011: uterus: morphology: normal; position: anteverted endometrium - appearance: single intrauterine pregnancy 5 mm, ac+, tonic yolk sac right ovary: normal (nl); left ovary: normal (nl). Pouch of douglas: clear. Conclusion: ongoing intrauterine pregnancy, dating in accordance with the date of last menstrual period (lmp), today 6 weeks + 2 day. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 01-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical deviec removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("when attempting to insert the implants, the gynaecologist managed to insert a single implant" on (B)(6) 2010). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, she experienced migraine ("very debilitating migraines / increasingly frequent migraines"), fatigue ("chronic fatigue"), dry eye ("dry eyes"), rhinitis ("multiple rhinitis"), cognitive disorder ("cognitive slowdown"), varicose vein ("varicose veins"), constipation ("constipation "), tinnitus ("tinnitus"), frostbite ("frostbites"), anosmia ("loss of smell"), deafness ("hearing loss") and tendon pain ("achilles tendon pain"). On (B)(6) 2011, she experienced pregnancy with contraceptive device ("one year after the insertion, I was pregnant"). On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the migraine, fatigue, dry eye, rhinitis, cognitive disorder, varicose vein, constipation, tinnitus, frostbite, anosmia, deafness and tendon pain had not resolved. The outcome of medical device removal was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2011 and the estimated date of delivery was on (B)(6) 2012. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to migraine, fatigue, dry eye, rhinitis, cognitive disorder, varicose vein, constipation, tinnitus, frostbite, anosmia, deafness, tendon pain, pregnancy with contraceptive device or medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Hysterosalpingogram] on (B)(6) 2020: on the plain abdominal radiography (asp), a single implant is highlighted, lateralised to the right. Opacification of the uterine cavity, of usual morphology, with perfectly regular margins, without endoluminal abnormality. The implant is well located in the right fallopian tube with no contrast passage highlighted. Complete occlusion of the left tubal structure starting from the uterine horn. No evacuation anomaly. Absence of delayed intraperitoneal passage. Overall: complete obliteration of both fallopian tubes, with the presence of an implant lateralised to the right [ultrasound scan] on (B)(6) 2011: uterus: morphology: normal; position: anteverted. Endometrium: appearance: single intrauterine pregnancy 5 mm, ac+, tonic yolk sac. Right ovary: normal (nl); left ovary: normal (nl). Pouch of douglas: clear. Conclusion: ongoing intrauterine pregnancy, dating in accordance with the date of last menstrual period (lmp), today 6 weeks + 2 day. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.